Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (screeching noise/won't power up) has been confirmed. The cause of the resets has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt's device made a screeching sound and the screen went blank. The device is now unable to power on. The pt was issued a replacement monitor.